Manufacturer narrative:
On (B)(4) 2013, the initial reporter contacted isi and provided the following additional information regarding the reported event: the instrument was inspected prior to use and no problems were noted. She could not recall if any external collisions occurred during the procedure with the instrument. She also did not know if the instrument was removed at any time during the procedure. The initial reporter mentioned that the time of the procedure was extended since a fragment had to be retrieved. However, she could not recall how much longer the procedure lasted. The initial reporter denied that any x-rays or other imaging was taken as a result of the reported issue. According to the initial reporter, the patient recovered uneventfully.

Event description:
It was reported that during a da vinci si myomectomy procedure, the surgical staff noticed that the wire at the wrist on the double fenestrated grasper instrument fractured, causing a piece of the wire from the instrument to fall into the patient. The broken fragment was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch cable at the instrument's wrist was broken. The clevis did not exhibit any damage or wear marks. The cable segment that contains the crimp was also observed to be missing. Intuitive surgical has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. The customer reported complaint does not itself constitute a MDR reportable event; however the reported broken cable issue if to recur could cause or contribute to an adverse event.